Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of this complaint is an expected or random component failure unrelated to design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
During the device evaluation, it was found that the digital display of the pressure setting value on the front panel is missing on the high flow insufflation unit. There were no reports of patient involvement.